Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. It was also reported that the pump battery was depleting quickly. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Bg level was corrected with a bolus via the pump. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.